Manufacturer narrative:
The technician found the hi/low drive brake assembly was dirty and not holding. The technician cleaned the hi/low drive brake assembly to repair the bed.

Event description:
Information received indicates the bed will not stay in the raised position.